Manufacturer narrative:
H10. Additional manufacturer narrative: UDI number: (B)(4). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. The cause of the event cannot be determined; however, patient and/or procedural factors may have contributed to the event. Added information b3, b5, d1, d4, e1, h4, h6.

Event description:
It was learned this was cardiac outpatient procedure.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: refer to MDR report numbers 2015691-2020-11941 and 2015691-2020-11780 for events related to this patient. H11. Corrected data: additional information added after re-review of information received.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. The cause of the event cannot be determined; however, patient factors may have contributed to the event. The device history record (DHR) review could not be performed as the serial number is unknown. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm valve implanted approximately 11 months underwent septal amplatzer septal occlude closure due to aortic insufficiency and gerbode defect. The patient was discharged